Event description:
It was reported that the ilet generated a patient-reported alert that was verified in device history, and after a guided restart another alert occurred, leading to instruction to replace the ilet; the event was associated with an external flash write error and characterized as an alarm malfunction. Symptoms included hyperglycemia with a reported blood glucose up to 347 mg/dl and levels outside the target range for over two hours, without ketone testing, medical intervention, or backup therapy use. Outcomes included the need to discontinue use of the affected device and transition to backup therapy until a replacement was obtained. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.